Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the difficulty to dispense the polymer, the kinked endograft and the type ia endoleak (unresolved) complaints are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the kinked endograft and the type ia endoleak (unresolved) is anatomy related as the aorta and bilateral iliac arteries were highly tortuous with a very sharp angle in the proximal neck. Additionally, the infrarenal angle was 67.2 degrees. No procedure harms were identified. The final patient status was reported as discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system. Reportedly, the patient had an extremely tortuous anatomy. A cook medical lunderquist stiff guide wire was used to deliver the 23mm alto main body through a 16 french medtronic sentrant sheath. The polymer was mixed per the instructions for use and connected within approximately one minute after final mixing. Upon connection of polymer with the auto injector, polymer fill was not visualized for the first several minutes. The physician gently advanced the blue handle to try to relieve any tension. This did not work, and the physician gently pushed down on the handle. Polymer fill was still not seen at approximately three minutes. As the alto main body was possibly kinked the integrated balloon was slowly inflated to open the unsupported part of the alto main body and iron out any kinks and deflated the balloon. After doing this, the polymer very slowly started to fill up the ipsilateral leg, going very slowly through the alto main body rings, and at about 6 to 7 minutes the polymer went down the contra leg. The case was proceeded as normal, and it appeared there was seal upon initial run. The physician elected to implant gore vbx 9x59mm kissing stents to iron out the bend in the unsupported portion of the alto main body. The vbx stents were placed up to the bottom sealing ring. After post dilating with 12x4 balloons at 5atm the final run showed the alto main body ring had pulled off the wall of the aortic neck resulting in an intraoperative type ia endoleak. This was most likely due to the stiffness of the vbx stents. The physician has elected to wait for the heparin was to wear off and perform a 30 day computerized tomography scan to determine if the type ia endoleak seals on its own. The patient is expected to do well and be discharged one day post-operation.